Event description:
Patient was implanted with tfn construct on (B)(6) 2011. The helical blade migrated medially into the pelvis. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware. Surgeon reported that the set screw was still in place. It was reported that the surgeon pulled the blade right out without loosening it. Surgeon removed all hardware and patient was revised to total hip arthroplasty. This is 2 of 2 reports for the same event.

Manufacturer narrative:
There are two conditions which may cause this type of event; medial migration or femoral head collapse over the blade. There are two conditions which may cause this type of event; medial migration or femoral head collapse over the blade. In this particular case the prong portion of the lock prong is missing, therefore the blade was able to rotate and translate in the oblique hole of the nail. Allowing the blade the freedom to move freely, it is difficult to predict the outcome one would have on the respective fracture pattern. A report of operation was provided and states the following: left hip intertrochanteric fracture that was really at the base of the neck, severely comminuted and displaced and rotated making it difficult to be able to get an anatomic reduction. The x-ray that was provided with the intake of this complaint shows an unidentifiable object in the superior aspect of the junction between the blade and the nail making it difficult to determine if this object prevented the blade from sliding in the nail.

Manufacturer narrative:
Visual inspections noted the locking prong of the nail is broken. There was also some minor marks on the nail from removal. Manufacturing paperwork indicates that the locking mechanism was in the correct position at the time of manufacture. Dimensions that could be measured were found to meet specifications. A review of synthes device history records for manufacturing revealed no complaint related issues.